Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient who had been implanted with a locking compression plate (lcp) distal fibula plate presented with a skin necrosis. The plate was removed earlier than initially planned, and the necrosis healed. The surgeon did not report any product defects for the lcp distal fibula plate, cannulated cancellous screw, k wire or winding wire that were used in this surgery. This is report 5 of 8 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during packaging and sterilization. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.